Event description:
A customer reported getting a reading of 179 mg/dl and 70 mg/dl around noon on (B)(6) 2012 that they perceived as erratic, however, they were not obtained within 10-minute timeframe, hence are invalid for comparison. The customer further reported at approximately 3:00 p.m., he was leaving his house and fell down the steps as a result of feeling dizzy and a loss of balance due to erratic readings on the meter. The customer reportedly lost consciousness and was taken to (B)(6) hospital where he was given treatment with antibiotics and pain medication and released. The customer was sent home and taken by his wife to (B)(6) hospital for further care. At the hospital, the customer had concrete imbedded in his left shin which had to be removed and the elbow and left toe needed to be stitched. The customer was admitted for 5 or 6 days. The customer believes he did not take enough insulin as a result of the erratic readings. Although the customer did not know whether he was diagnosed with hypo- or hyperglycemia, he was reportedly administered lantus, humalog and norvasc that were not previously prescribed. In addition, the customer was diagnosed with "gi issues." There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report. (B)(4).

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.